Event description:
Initial result for a patient hcg was 4.39. When repeated, the result 2681.the incorrect result was not used to guide therapy. The field service representative was unable to determine a cause for the discrepancy.